Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for this event. The cause of the peritonitis was unknown. The patient was treated with injection reflin (1g, frequency, route and duration not reported) and vancomycin (1g, frequency, route and duration not reported) for the peritonitis. The patient was reported to be recovering from the peritonitis event. Action taken with dianeal therapy was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the peritoneal dialysis effluent fluid was clear. It was reported that treatment with unspecified antibiotics was ongoing. On an unreported date, the patient was recovered from the peritonitis event (previously, the outcome was reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.